Event description:
During a coronary stent procedure, balloon removal difficulty occurred. The physician had successfully deployed a 2.75mm x 18mm cypher stent in the ramus. The physician subsequently attemtped to stent the diagonal. A 2.5mm x 15mm maverick balloon was used to pre dilate the lesion. The nc monorail 15/3.0 mm balloon was then used to further pre dilate the lesion. Following the inflation of the balloon to 14 atms for 26 seconds, the physician was unable to withdraw the nc monorail balloon from the lesion. The balloon detached and is lodged in the ostial diagonal. The pt was given atropine and dopamine. Pt experienced st elevations. The pt was sent for surgery where the retained balloon portion was removed. Pt status is listed as "satisfactory."